Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the blood glucose values have been running high. She stated that when she delivers a bolus, she does not feel that it all delivers. She reported air bubbles in the tubing and stated that the tubing was bent. The blood glucose reading at the time of the report was 195 mg/dl. She stated that the approximate size of the air bubbles were half an inch. She stated that the drive support cap appeared to be normal and recessed. Customer was advised to prime out the air bubbles. She stated that the air bubbles did not move along the length of the tubing. She reported that she found a leak in the reservoir compartment, from both the p-cap and the o-rings. Customer reported that she had a high blood glucose of 400 mg/dl a few weeks prior. She treated with manual injection and it came down to 32 mg/dl. The paramedics came to treat her. Nothing further was reported.